Manufacturer narrative:
The device history record for the reported lot number, aa4125f09, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The balloon was infused with 5cc of water. Upon slight palpation of the balloon leakage was observed in the area of the proximal collar. When viewed under magnification, a small hole was observed on the collar. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
A report was received from (B)(6) stating the enteral feeding tube balloon dislodged from the stoma site. The stoma partially closed and a replacement enteral feeding tube could not be reinserted. The patient went to the hospital. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. (B)(4) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint comp-(B)(4).